Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (remove 2199). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. However, olympus could not confirm the suggested event nor specify occurrence cause of the suggested event. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-1100 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.